Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the display screen was discolored and the battery compartment was cracked. The keypad was peeling below the ok keypad button. The contrast keypad button was unresponsive; all other keypad buttons responded normally. The keypad cover was removed, and there was evidence of contamination found under all button contacts. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored, the battery compartment was damaged, and there was contamination under all button contacts. This report is made based on results of investigation completed on (B)(6) 2015.